Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that this issue occurred while the system was in clinical use and the procedure was aborted. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and review of the system's log file determined that the 24v power supply to the c-arm units did not work. The fse replaced the 24v power supply. The 24v power supply was returned for analysis, but no failures were identified. After replacement of the 24v power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a problem with geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.